Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and a drain was placed. On (B)(6) 2012, the nurse found the patient holding the drain in his hand. The end of the tube was jagged. The patient stated he did not know how it had happened. The portion of the tube protruding from the abdomen was taped in place. Approximately two hours later, the site was assessed and the tubing was no longer outside of the abdomen. The patient underwent a diagnostic laparotomy and removal of the drain. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.